Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally sat on the ilet and the display screen broke, rendering the device unusable; a replacement ilet was processed and shipped. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and interruption of device usability until replacement. Investigation included internal review of the reported damage and verification of replacement logistics. Investigation of this case revealed user-induced physical damage to the device¿s display component, with no device malfunction or alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage. Event summary.